Event description:
The device was used during a sygmoidectomy procedure. Reportedly, the staples did not form properly. The surgeon re-cut a piece of tissue to clean the operative site and applied another instrument. Reportedly, the staples did not form properly for the second time. The surgeon re-cut another piece of tissue to clean the site before applying another device. The hospital has reported the pt's condition is satisfactory.